Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer stated that he performed a complete set change and that the insulin pump was still alarming no delivery while priming. The customer's blood glucose was 120 mg/dl. While troubleshooting, insulin was not able to exit during the manual plunger push. The customer stated the insulin pump alarmed no delivery. The customer was advised that the insulin pump was working as designed. The customer explained that the insulin pump was able to prime the tubing without a no delivery alarm. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.